Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings. Customer stated that they had a surgery which was not related to high blood glucose readings. Customer reported symptoms of hot flashes and fatigue. Troubleshooting was performed and drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. High pressure test was also performed and passed. Customer reported noticing air bubbles, however declined trouble shooting. Customer's current blood glucose reading is 155 mg/dl. No further information reported.